Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort from the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.